Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). The manufacturer representative (rep) was currently with the patient and during programming the patient indicated that their stimulation sensation was coming and going. Adaptive stimulation (as) was turned on, but cycling was not programmed. It was requested that the rep turn it off, but instead they turned stimulation off. Upon turning back on, while the patient was sitting in the same position, they no longer felt sensation change. The rep indicated that this occurred only when the patient was sitting. It was reviewed the reclining position possibly needed to be changed. The rep tightened up the upright position to allow for wider reclining. The rep was advised to play with the transition position to aid in resolving the issue. The rep was called back after the initial call to ask if the patient had observed this sensation prior to today and the rep responded that they thought that they did, but did not know for how long. No further complications were reported/anticipated.